Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the issue was that the unit would not turn off. There was no issue of the unit shutting down. There was no reportable malfunction. H3 other text : additional information was received that the issue was that the unit would not turn off. There was no issue of the unit shutting down. There was no reportable malfunction.